Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2024, the patient developed redness, inflammation, and pustules at the needle puncture site. The patient consulted a physician who prescribed an oral antibiotic medication (septra ds unspecified dosage, twice per day for 10 days) for the reaction. The patient could not call the exact event date or medical intervention date, but stated it occurred back in 2024 around november 29th to december 9th (approximate date). On (B)(6) 2025, follow up contact was made with the patient to verify the patient¿s condition, and he confirmed the wound had already healed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.